Manufacturer narrative:
(B)(4). Physio-control advised the customer that there is no service repair available or repair parts for their device and it is no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported event could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that after replacing the device battery following observing a battery icon their device displayed a service wrench and a battery icon. The customer advised physio that the display showed an event code that indicates defibrillation therapy may not be able to be delivered, if it were necessary; additionally, the device will no longer power on when prompted. There was no patient use associated with the reported event.